Event description:
It was reported the device was used during a breast biopsy. It was reported the device was used with a p1175 probe. This was the extend of the info the rep provided. The customer will be contacted for add'l info. The rep requested either a dr or a nurse call the customer back.